Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a software error alarm from her insulin pump. The customer's blood glucose level was 382 mg/dl. She stated she has a history of bent cannulas. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the self test and the displacement test. The insulin pump was monitored and no error alarms or reset anomaly was noted. No cosmetic damage was noted.